Event description:
Inbound. Patient reported no disposable pump won't rn alarm with cadd flow stop cassette lot 4219996 on both cadd legacy pumps unresolved. Cassette wasted and new cassette attached, no further details provided.